Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor was unable to detect signals from ECG electrodes or therapy electrodes. The cause for the failure was isolated to the defibrillator pca. Insulated gate bipolar transistors (igbts) q13 and q17 were shorted. The cause for the shorted transistors was isolated to defective transformers t2 and t3. The root cause for the defective transformers could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.